Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, before the hemopro was put into the cannula, they noticed that the tips of the jaws were broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 08jul2019 and investigated on 14nov2019. Signs of clinical use and evidence of blood were observed. Blood was observed on the handle and the metal part of the shaft. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the cold jaw, exposing the metal inside portion of the cold jaw. The detached silicone insulation was not returned for evaluation. The silicone insulation on the hot jaw was observed to be intact with no defects. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" as well as for the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, before the hemopro was put into the cannula, they noticed that the tips of the jaws were broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.